Event description:
It was reported that during a stenting procedure in the left anterior descending coronary artery, resistance was felt during removal of the nc trek dilatation catheter, which resulted in a proximal shaft separation. The shaft, guide catheter and sheath were removed and the procedure was continued with the successful placement of a stent. No adverse patient effects in the event or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned nc trek catheter noted blood visible in the guide wire lumen and contrast in the balloon, consistent with preparation and the catheter advanced over a guide wire. The balloon was returned partially inflated. The distal end of the balloon was wrinkled. The hypotube was separated at the distal end of the hub. The fracture face was oval shaped as if kinked prior to separation. The distal shaft was separated 18.3 centimeters (cm) proximal to the proximal seal. The fracture face was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). There were multiple bends in the entire length of the hypotube. The middle portion of the separated balloon catheter was returned advanced through a non-abbott introducer sheath. An unknown guide wire was returned back loaded through the balloon catheter. An attempt was made to remove the middle portion of the balloon catheter from the non-abbott introducer sheath but was not able to be removed. After the balloon catheter and non-abbott introducer sheath were soaked in the water bath for two days, the middle portion of the balloon catheter could not be removed from the non-abbott introducer sheath. Possible causes for difficulty removing a dilatation catheter after inflation may include: the balloon not being fully deflated prior to attempting to remove the balloon, damage to the balloon, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter or introducer sheath. To help ensure this difficulty is not related to a manufacturing deficiency, the profile dimensions on all balloon catheters are confirmed by visual and dimensional checks on the manufacturing line. In this case, it is possible the balloon was not fully deflated prior to the attempt to remove the catheter as noted in the return analysis of the partially inflated balloon, resulting in resistance during retraction. Further, as resistance was encountered, if the catheter was manipulated in the attempts to remove the catheter, this would contribute to the distal shaft ultimately separating. Further handling likely contributed to the wrinkled balloon, bends, and hypotube separating at the distal end of the hub. However, in this case, a conclusive cause for the resistance during removal could not be determined; however, the shaft separation appears to be related to the operational context of the procedure. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records relevant to this event. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot.